Event description:
The pump was reported to be running normal saline as a primary infusion at an unknown rate with tpa running as a secondary infusion at an unknown rate. The secondary bag was reported to not infuse, even though the pump appeared to be running correctly. No add'l clinical details were able to be obtained. No pt injury was reported.